Event description:
I have type 1 diabetes and use a medtronic revel 523 insulin pump. I have been on a medtronic insulin pump for 10 yrs. In the last yr, I have been experiencing unexplainable high blood glucose values while using the medtronic revel 523 insulin pump. I used correlation analysis to match my blood glucose values with insulin pump anomalies. The most common being extremely large air bubbles due to a loss in reservoir pressure. Another more serious issue being leaking "o" rings inside the reservoir which forces insulin into the piston motor of the pump. A few more common anomalies are completely flat cannulas on the infusion sets and "no delivery" alarms during the priming sequence which should never ever happen. I was able to correlate the high blood glucose values with these occurrences 9 times out of 10 for 3 months straight. I sent back every bad infusion set and every leaking reservoir to medtronic per its request. I documented every anomaly and corrected each high blood glucose value by first, changing the set and reservoir resulting in blood glucose values returning to normal within one hr. At the next occurrence, I would only change the line or only change the reservoir to see which provided a better result to try and minimize the amount of wasted material. I have been on the phone 3-4 times per week with medtronic to document the concern and get replacement sets. This entire process takes countless additional hrs on top of the regular monitoring and daily adjustments just to keep my blood glucose values as close to normal as possible. I have made numerous recorded phone calls to medtronic customer service and I have sent back 8 boxes of infusion sets and 8 boxes of reservoirs in the last 3 months all as part of the (B)(4) and medtronic investigation being conducted by medtronic's consumables program (B)(4) who I met on (B)(6) in (B)(6). I have also found that two of the pumps I've had in the last yr including the one I'm using now were/are not giving entire doses of basal and bolus insulin thus making this insulin pump unserviceable. Through testing, I found I lose .8 units of bolus delivery because the piston loses pressure when the reservoir is leaking. I lose .3-.5 units per hr during basal delivery if the p-cap doesn't fully insert into the reservoir. These occurrences can cause pts to go into dka and have caused me personally to experience extremely high blood glucose values during the day and frequently at night. I am now forced to wake at midnight and 2 am because of the fear these issues have instilled in my life. More recently, I hoped medtronic would fixed these issues if I sent my unserviceable insulin pump and affected material back but after its team flew out here and we discussed these concerns their product support, quality and consumables engineers stated it would take about 2 months to devise the engineering fix and an undisclosed amount of time to test and process these fixes. It continues to investigate as there are clearly more issues it has not fully addressed. In (B)(6) of 2010, I was able to temporarily use a demo animus onetouch ping insulin pump because of the issues I was experiencing with my medtronic pump. Within one week of use, I was able to reduce my basal rates, experienced no large air bubbles, no loss of bolus or basal insulin, no leaking reservoirs and my blood glucose became much easier to manage under the conditions every type 1 diabetic person uses to manages day-to-day. I have been dealing with this far too long, I cannot and will not subject myself to these kinds of flaws in a dme that is supposed to keep me alive. It is silly to think I've done it for this long faithfully standing by waiting. Medtronic's problems have caused a roller coaster effect which forces me to live in an abnormal way; I'm at risk of permanent injury. Dates of use: (B)(6) 2000 - (B)(6) 2011.